Manufacturer narrative:
Preliminary conclusions indicate that the most likely cause of the issue is silicone oil that was used in the production interacting with the glue that was joining the outer knife to the body and weakening the link .no corrective actions have been implemented at this time.testing of the samples returned from similar complaints.

Event description:
We were informed that during the procedure the surgeon observed that the outer sleeve of the 25g veloce cutter had detached from the handpiece. The surgeon noted unusual resistance/torquing from the cutter. To mitigate potential complications, the surgeon removed the cutter from the eye. The cutter and outer sleeve were removed successfully but were not properly attached to each other. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that during the procedure the surgeon observed that the outer sleeve of the 25g veloce cutter had detached from the handpiece. The surgeon noted unusual resistance/torquing from the cutter. To mitigate potential complications, the surgeon removed the cutter from the eye. The cutter and outer sleeve were removed successfully but were not properly attached to each other. No report of patient/user harm. No report of prolonged or delayed surgery.